Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display, audio/vibrate anomaly/absence of alarm or e/a alarm unspecified noted during testing. Successfully downloaded history files and traces using thus/carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 63 alarm found in the pump history file/trace on 08-jul-2024 at 03:59:51. Pump error 63 alarm due to hardware error (line number 18383 file number 49). Pump was cut open to perform visual inspection and found moisture damage electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, scratched case and minor scratched lcd window. In summary, pump passed all required testing. Blank display was not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. E/a alarm unspecified was confirmed. Pump error 63 alarm due to hardware error. Moisture damage found on the pcba 1 and pcba 2. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump beeped and was unable to turn on again. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. It was found that the pump had other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1711k was requested and the customer response was the device would be returned.